Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed in its interior. The valve met requirements for the siphon and reflux tests. It did not meet requirements for the leakage and preimplantation tests. It also did not meet all of the requirements for the pressure-flow tests. Multiple tears were observed on both sides of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone as a low cut and tear resistance. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a vp shunt was explanted from a patient because it had failed.